Manufacturer narrative:
(B)(4)

Event description:
The device was returned to the manufacturer, analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.  Product event summary: the device was returned and analyzed. Analysis revealed analysis of the returned device was inconclusive. The device has no telemetry, so no information can be retrieved. There is no indication of whether or not the ventricular fibrillation (vf) detection was left on. Under these circumstances, no conclusive analysis can be performed. (B)(4)